Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported probe was not cutting the vitreous during cataract/vitrectomy combination stage, only aspiration vacuum was working. The procedure was completed by opening a new product. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The 23gauge (ga) probe was returned and visually inspected; no obvious defects or anomalies were observed. A calibrated console representing the current software version was used to test the sample. When connected to the console the radio frequency identification (rfid) tags illuminated green, verifying proper light-emitting diode (led) recognition from both rfid connectors. 10000 cuts per minute (cpm) cut rate was correctly displayed from the console monitor when connected. Probe cutter actuation functionality was confirmed by performing one cut rate on momentary vitrectomy mode on the console. The root cause of the customer's complaint could not be established; the returned probe was recognized properly by the console and cut-rate was correctly displayed by the system. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).